Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 13-jul-2018 with the following findings: during the investigation, a review of the black box showed multiple cs052 slave communication alarms. The returned battery cap was undamaged and able to fit. The call service alarm complaint was unable to be fully investigated due to the pump having a blank display, which was captured in another complaint to be reported. The pump¿s cover was removed, and moisture corrosion was found to the slave processor.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. There was no indication that this issue lead to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.